Manufacturer narrative:
Maquet inc. Submits this report on behlaf of the device mfg facility. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.